Manufacturer narrative:
No serial number was provided, so a device history review could not be performed. In addition, without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve was explanted after three years implant duration due to thrombus. The valve was explanted and replaced. This was the only information provided, and the valve will not be returned for laboratory analysis.

Manufacturer narrative:
This supplemental report was filed to capture the facility information. No other information was provided. Should additional information be provided, a supplemental report will be filed. No device history could be performed, as no serial number was provided. Based on the available information, the root cause to this event could not be determined. (B)(6).

Event description:
Medtronic received information that this bioprosthetic valve was explanted after three years implant duration due to thrombus. The valve was explanted and replaced. This was the only information provided, and the valve will not be returned for laboratory analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.